Event description:
It was reported that during a percutaneous peripheral intervention procedure, guide wire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). The physician advanced a 300cm v-14 guide wire in the patient, the distal tip fractured and remains inside the patient. The procedure was not completed due to this event. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).